Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was walked through a pump reset by technical support, and following the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.